Event description:
It was reported that two cases of catheter placement were performed at oncology department of the hospital. The guidewire entered the blood vessel following successful puncture. When the guide wire was passing through the sheath from the end, a protrusion was found at the end of the guidewire, making the passage fail. Since it was impossible to conduct re-puncture, the guide wire had been cut off. Two cases of the same problem occurred. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft4492 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reft4492) have been reported from the same facility in (B)(6).